Event description:
It was reported that the stretcher collapsed causing the patient to fall. Patient experienced pain and numbness in elbow, hands and back, and required x-rays and a CT scan. No additional medical intervention was reported.

Manufacturer narrative:
Supplemental submitted to include UDI. Inspection was performed by the user facility.

Event description:
It was reported that the stretcher collapsed causing the patient to fall. Patient experienced pain and numbness in elbow, hands and back, and required x-rays and a CT scan. No additional medical intervention was reported.

Manufacturer narrative:
An alleged visual and functional inspection was performed by the user facility, and there was no defect found with the unit. Inspection was performed by the user facility.

Event description:
It was reported that the stretcher collapsed causing the patient to fall. Patient experienced pain and numbness in elbow, hands and back, and required x-rays and a CT scan. No additional medical intervention was reported.